Event description:
It was reported that during a lap bypass procedure, the device did not cut all the way through the staple line. An incomplete staple line led to bleeding, which was the contributing factor to the or time being extended by two hours. The surgeon had to recreate the pouch with a circular staples, which also added to the time. There was no additional patient consequence.